Manufacturer narrative:
Updated sections: b3, d9, g3, g6, h1, h2, h3, h6. The device involved in the reported event was returned to the manufacturer for investigation. The valve appears geometrically deformed. There are calcifications and pannus overgrowth visible in the inflow and outflow surfaces. As such, it is not possible to check the height of the leaflets. Gross examination revealed the prosthetic stenosis due to intrinsic and vegetating calcifications in all three leaflets and the subsequent insufficiency due to a tear in one leaflet. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2-4mm into the lumen, narrowing the annulus, and contributes to stenosis. The top of post 1 was covered by fibrous pannus that grew on the free edges of both leaflets and also so contributes to stenosis. The pericardium of all three leaflets was thicker than normal mostly near the posts due to calcifications. Pericardial delaminations were detected in two leaflets. The free edges of two leaflets were outflow bent near the posts due to fibrous pannus and which also contributed to insufficiency. Leaflets were almost stiff because of intrinsic and vegetating calcifications. Intrinsic and vegetating calcifications were also visible on one leaflet. Scars were present where intrinsic calcifications became extrinsic. Small thrombus depositions were detected on the belly. X-rays of the subject valve showed large intrinsic calcifications in two leaflets. Small intrinsic calcifications were also present in the third leaflet. Histological analyses were performed on samples taken from two leaflets. The alizarin red s stain showed that the pericardium was thicker than normal because of large intrinsic and vegetating calcifications. Hematoxylin and eosin stain showed that the collagen bundles were locally disrupted, defibrated and homogenated. Pericardial folds and pericardial delaminations were present on the leaflets. Bacteria were not detected with the gram stain. This perceval s valve was explanted after 4 years and 6 months due to a reported prosthetic stenosis and insufficiency. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. However, little clinical history was provided. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
On (B)(6) 2016, a perceval valve pvs23 was implanted. The device functionality at discharged and overtime showed a very good valve functionality. A control echocardiogram was performed on (B)(6) 2019. The ejection fraction (fevi) was of 62%, the mean/peak gradients 17/31mmhg, and moderate central regurgitation was noted. The patient presented a sudden picture of dyspnea on (B)(6) 2021. The echo performed on (B)(6) 2021 showed deterioration of the prosthesis significant calcification, which conferred a double lesion with significant stenosis with an ava ao 0.7cm2 and moderate aortic regurgitation with a thp232ms, maximum velocity 4.37m / s, maximum gradient 76mmhg and a mean of 43mmhg. On (B)(6) 2021 the patient presented progressive dyspnea to small circles that aggregates orthopnea. She went to emergency room with a hypertensive frame and acute pulmonary edema. The echocardiogram performed on (B)(6) 2021 showed an aortic prosthesis dysfunction with maximum gradient 95 average 54mmhg, maximum speed 4.8m/s, valve area 0.7cm2, fevi 45%. On (B)(6) 2021 the patient needed to undergo a second aortic valve replacement. The device was replaced with a perceval valve of the same size pvs23. The patient was stable during the procedure, recovering very well, and was already discharged from the hospital. The control echo performed on (B)(6) 2021 showed a good valve functionality. The patient is currently asymptomatic in functional class I. The patient¿s pathological background showed arterial hypertension (30 years of evolution managed with telmisartan and metoprolol), type ii diabetes mellitus with vildagliptin and metformin management. The patient had covid in (B)(6) 2021. Pcr positive with outpatient management.

Manufacturer narrative:
The manufacturer received additional information on this event as reported in b5. This perceval s valve was explanted after 4 years and 6 months due to a reported prosthetic stenosis and insufficiency. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors (i.e. Hypertension and diabetes) may have contributed to the structural valve deterioration observed in this perceval s valve. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
Fields updated: b4, b5, g3, g6, h1, h2, h6. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Further investigation is ongoing.

Event description:
On (B)(6) 2016, a perceval valve pvs23 was implanted. The device functionality at discharged and overtime showed a very good valve functionality. On (B)(6) 2021 the patient needed to undergo a second procedure of cardiac surgery. The last echocardiogram showed deterioration of the prosthesis significant calcification, which conferred a double lesion with significant stenosis with an ava ao 0.7cm2 and moderate aortic regurgitation with a thp232ms, maximum velocity 4.37m / s, maximum gradient 76mmhg and a mean of 43mmhg. The device was replaced with a perceval valve of the same size pvs23. The patient was stable during the procedure, recovering very well, and was already discharged from the hospital.

Event description:
On (B)(6) 2016, a perceval valve pvs23 was implanted. On (B)(6) 2021 the patient needed to undergo a second procedure of cardiac surgery. The last echocardiogram showed deterioration of the prosthesis significant calcification, which conferred a double lesion with significant stenosis with an ava ao 0.7cm2 and moderate aortic regurgitation with a thp232ms, maximum velocity 4.37m / s, maximum gradient 76mmhg and a mean of 43mmhg. The device was replaced with a perceval valve of the same size pvs23. The patient was stable during the procedure, recovering very well, and was already discharged from the hospital.